Event description:
As reported via legal documentation, a patient had primary left ankle replacement on (B)(6) 2020. They subsequently underwent left ankle revision surgery on (B)(6) 2023, approximately 2 years 10 months after their initial procedure. Patient claims to have suffered the following injuries and complications as a result of this exactech device: discomfort, implant pain, joint laxity, failure of implant, bone damage and/or loss, instability, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10 concomitants: (B)(6), 350-12-04 - tibial plate fb sz 4 rt; (B)(6), 351-90-21 - 3.5" pin pouch; (B)(6), 350-10-04 - ankle sz 4 locking clip; (B)(6), 351-90-20 - tubercle pin pouch; (B)(6), 351-90-22 - 2.5" pin pouch; (B)(6), 350-02-04 - talar implant sz 4 rt; (B)(6), 351-90-24 - talar trial screw pouch. G4: 510k unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01639. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.